Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod dash® insulin management system ¿ user guide (model: pdm-int2-d001-mm pt-000002-gbr-eng-mm-aw rev. 004 11/20, 3 changing your pod / page 40) warnings: do not use a pod if it is past the expiry date on the package.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 25.9 mmol/l (466.2 mg/dl) ketone levels at 1.3 while wearing the pod between 25 and 36 hours. Symptoms reported include hyperglycemia, nausea, a lump and bleeding on the insertion site (abdomen). The patient's parents changed the pod and gave a correction bolus as well as adjusted the temporary basal prior to going to the hospital. The patient was treated with insulin and a syrup medication and fluids for the nausea. The hospital staff monitored the patient's hyperglycemia at regular intervals. The patient was released after 12 hours. The pod was removed at the hospital.